Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) was switching to rescue mode. There was no patient involvement or harm reported.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, b8, d9 (device available for eval), d10, e1 (event site email), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, health effect impact codes), h11. Corrected fields: e3, h6 (medical device problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they confirmed the reported issue. The fse replaced and tightened the screw on the rear of the console cover to resolve the reported issue. The unit successfully passed all functional and safety tests per manufacturer specifications before being cleared for normal use.

Manufacturer narrative:
Other contact phone number: (B)(6). Updated field: b4, b5, d9, e1(other contact phone number, email), e3(occupation), g3, g6, h2, h3, h6(health effect - impact codes), h11. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump(iabp) console is going loose and is going into rescue mode. There was no patient involved.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an issue where the console was becoming loose. No harm or injury to the patient was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.